Event description:
Patient came to MRI on the 3t scanner for a brain, mra head and mra neck exam. When he arrived for the MRI he had MRI compatible eeg leads on his head. The MRI technologist verified the leads were MRI compatible by checking the tags at the ends of the leads. About three minutes into the exam, the patient squeezed the emergency ball and stated that it felt as if his neck was burning. The patient was then removed the patient from the MRI scanner. The tech noticed that there was a MRI compatible lead in the area that the patient stated he felt the burning sensation, which was on the right side of his neck. There was an area of redness on the patient's skin near that lead (MRI staff attribute to being from heat, but the eeg manager replicated the redness and attributes to tape). The patient's nurse from the inpatient floor was notified and she stated that it was okay for the MRI tech to remove the eeg leads. All the eeg leads were removed in order to allow for the MRI to proceed. Once the leads were removed, the techs were able to continue the MRI. MRI management was also made aware of the situation. Manufacturer response for ives eeg leads (special package), ives eeg electrode system disposable plastic electrode (per site reporter): ives eeg company was made aware.